Event description:
Event description: the distributor received information that this bipolar lead was repositioned due to dislodgment. The dislodgment was noted on a chest x-ray, five days later the physician elected to reposition the lead. The lead remains implanted and active in the patient.